Event description:
The customer reported via phone call that the insulin pump's battery compartment was broken. The battery cap was broken. She believed the insulin pump shut down in the middle of the night due to the broken and loose battery cap. Customer's blood glucose level was over 400 mg/dl. She treated her high blood glucose level with manual shots. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.